Manufacturer narrative:
D10 concomitants: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 300-30-10 - equinoxe preserve stem 10mm, (B)(6), 315-35-00 - glnd kwire, (B)(6), 315-35-00 - glnd kwire. H3: customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this patient's right shoulder was revised approximately 7 years post initial operation. The poly had been worn and broken into pieces. There was a main fracture across the middle of poly. The peripheral pegs and poly were removed with forceps. The middle of the center cage was still in the bone and solidly fixed. The removal tool was used to extract in a single piece. The patient's rotator cuff was fully intact. The preserve stem was exposed proximally due to lytic lesions, but was noted to be well fixed. Osteolysis was also observed on the glenoid side which required bone grafting. Patient was revised from an anatomic to reverse. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Event description:
It was reported that this patient's right shoulder was revised approximately 7 years post initial operation. The poly had been worn and broken into pieces. There was a main fracture across the middle of poly. The peripheral pegs and poly were removed with forceps. The middle of the center cage was still in the bone and solidly fixed. The removal tool was used to extract in a single piece. The patient's rotator cuff was fully intact. The preserve stem was exposed proximally due to lytic lesions but was noted to be well fixed. Osteolysis was also observed on the glenoid side which required bone grafting. Patient was revised from an anatomic to reverse. Patient was last known to be in stable condition following the event. Additional information was received that confirmed there was metalosis from the anatomic head articulating on the pegs. The representative also noted, the pegs had to be reamed out to remove them (the internal threads on the removal device didn¿t grip). As a result, they had metalosis and bone loss. The glenoid was then bone grafted for the reverse baseplate.